Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date implanted; (B)(6)1986, (B)(6) 1994, (B)(6) 1997, and (B)(6) 1998. Date explanted; (B)(6)1994, (B)(6)1997, and (B)(6) 1998 event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a left total hip arthroplasty on (B)(6) 1986. Subsequently, patient underwent an open reduction procedure on (B)(6) 1994 and a revision procedure on (B)(6) 1994 due to dislocation. It was further reported patient underwent an aspiration procedure on (B)(6) 1997 to rule out infection. Patient underwent a conversion procedure on (B)(6) 1997 due to infection, and a revision procedure on (B)(6) 1998 due to dislocation.